Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and fell in the patient¿s esophagus. A snare was used to retrieve the capsule. A repeat procedure was done on the same event and it was successful. No lubrication was used to facilitate the placement of the capsule.